Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 21mm bioprosthetic aortic valve implanted supraannular, and after coming off of bypass, flow through the valve was inadequate. A coronary occlusion was identified. The patient was placed back on bypass, the valve was explanted, and a 21mm valve of a different model was implanted. The surgeon stated that the patient's anatomy, specifically a narrow sinuotubular junction (stj) and an unspecified issue with the sinus of valsalva, contributed to this issue. No additional adverse patient effects were reported.  Relevant note: prior to implant, the 21mm end of the sizer was challenging to pass through the stj; however, the physician elected to implant this size.

Manufacturer narrative:
Medtronic received information that due to the nature of the patient's aortic tissue, once the first bioprosthetic valve was explanted, it was replaced with a bioprosthetic full aortic root product. It was reported that this event occurred due to the patient's anatomy, and there was no issue with the medtronic products. If information is provided in the future, a supplemental report will be issued.